Event description:
Utilizing thunderbeat fine jaw during thyroidectomy by resident. Instrument working early in case. After a little while, began hearing errors from the thunderbeat generator. Representative in the room at the time who stated to surgeon, "if it continues, change out the handpiece." According to representative the handpiece was overactivated causing the teflon coating to burn off the tips, resulting in the handpiece causing errors to occur on the unit.